Manufacturer narrative:
(B)(4). Method: patient ECG was reviewed for this incident. Results: artifact was present during the deployment. Conclusions: labeling along with voice prompts are provided in order to aid the user in overcoming artifact. In this event, the user was able to overcome the artifact and the device successfully determined that the patient was presenting a non-shockable rhythm.

Event description:
During an attempted deployment where the subject was unable to be resuscitated, the user was unable to overcome artifact.